Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
Concomitant medical products: 5076-35 lead. Implanted: (B)(6) 2003.

Event description:
It was reported that the right atrial (ra) lead experienced unstable thresholds that have been increasing. The lead also began to have sensing issues. The right atrial (ra) lead was initially reprogrammed and has now been capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.